Event description:
It was reported that following a surgical procedure in (B)(6) 2019 for an umbilical hernia and diastasis, a high eventration occurred, indicating recurrence or new herniation after the initial surgery, and it was alleged that the first prostheses failed. A second operation was performed in (B)(6) 2020 with implantation of mesh. Since these procedures, the individual experienced chronic and very frequent stomach pain, digestion problems, accumulated fatigue, inability to resume sports and normal life, heart problems with tachycardia, suspicion of myocarditis and/or pericarditis, symptoms similar to a heart attack, lung problems, hospitalization, and ongoing monitoring of the lungs. Numerous medical tests were conducted, which revealed no specific findings, and a diagnosis of "long covid" was made. The individual also reported psychological impact and consequences on morale.

Manufacturer narrative:
D10 concomitant products: abstack30x abstack30x abs fixation device30tacks - (lot#n9e1357y); sym2520 sym2520 stex 25x20cm x1 - (lot#ptg2050x); abstack30x abstack30x abs fixation device 30 tacks - (lot#n9e1357y); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.